Manufacturer narrative:
MFR's comment: the benefit-risk relationship of the product is not affected by this report.

Event description:
Terrible pain [pain]. Case description: spontaneous report was received on (b)96) 2012 from a consumer regarding a (B)(6) female pt, initial (B)(6), with osteoarthritis of the hip. The pt's medical history was not provided. On (B)(6) 2012, the pt initiated treatment with synvisc one (hylan g-f 20) injection at a dose of 6 ml, in her hip (route and frequency not provided). The lot number of synvisc one was not provided. The same day during the night, the pt was in terrible pain. On (B)(6) 2012, the pt was prescribed cortisone. The action taken with synvisc one treatment was not provided. The event of terrible pain had not yet recovered. Relevant concomitant medications included vitalux (zinc), vitamin d (ergocalciferol) and calcium. The intensity for the event of terrible pain was not provided.